Manufacturer narrative:
Continued: e.1. Zip code: 08034 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV ". This record is for the "left" side. Device has been explanted and replaced with another manufacturer¿s device. Device will not be returned.